Event description:
Requires daily hydration w/additives via chest wall porta-cath. Began using this device on (B)(6) 2012. Rn noticed during weekly needle change a black scabbed area at insertion site. Required to have affected port removed and new device placed. Began using the gripper micro huber needle on (B)(6) 2012. Wound noticed on (B)(6) 2014.